Event description:
Our customer has reported us via our technical service supervisor that there were intermittent and random motion/movement of the beds (both the footboard and the headboard). There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Results: siderail assemblies.